Event description:
The reporter states the position of the scale is not correct. This event did not occur during a surgical procedure. Therefore, there was no adverse consequence or surgical delay.

Manufacturer narrative:
Summary of evaluation: the evaluation of device revealed the event to be attributed to mfg error as received from the vendor. This event is deemed to be an isolated incident. Screening of stock indicated no discrepancies.